Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's touch screen was not functioning properly and the cursor moved autonomously after the update. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer's touch screen was not functioning properly, and the cursor moved autonomously after the update. There was no autonomous cursor movement observed, even after being tested several times. It was noted that there was an error in the software history. The cord bay latch, the keyboard hinge left, the upper and the lower case, and the lower bullet were broken. Additionally, it was noted that the keyboard cover was missing. The upper bullets were missing. The cooling fan was noisy. An electromagnetic interference (emi) repair was performed as a preventive measure. All the defective parts were replaced. The programmer passed all the final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.